Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 446 mg/dl while wearing the pod on the arm for between 5 and 24 hours. Symptoms reported include fatigue, nausea, dehydration and vomiting. The patient was treated with insulin injections, saline solution and hydrated with water. The patient was discharged after half a day.